Event description:
It was reported that the physician with this right ventricular (rv) lead accidentally slit the proximal terminal leg with scalpel and the physician used lead repair kit to repair the lead. The lead remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.